Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I stat highly sensitive troponin-I result generated for a 38-year-old female patient sample. The following data was provided (reference range - female >5.0 ng/l is positive): sample ID: (B)(6): on (B)(6) 2026 initial result = 8.93 ng/l, on (B)(6) 2026 repeat results on 2 different instruments (B)(6) = <1.0 ng/l, same patient, new sample result = <1.0 ng/l. No impact to patient management was reported.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result generated for a 38-year-old female patient sample. The following data was provided (reference range - female >5.0 ng/l is positive): sample ID (B)(6): 04feb2026 initial result = 8.93 ng/l, 05feb2026 repeat results on 2 different instruments (B)(6) = <1.0 ng/l, same patient, new sample result = <1.0 ng/l. No impact to patient management was reported.

Manufacturer narrative:
Alinity I processing module, serial number (B)(6) was evaluated. It was noted that wash zone 1 and 2 tubing were worn and it was determined that the wash zone 1 and 2 alinity I probe tub wash tubing required replacement, which resolved the customer reported event. A review of tracking and trending did not identify an increase in complaint activity for the alinity I processing module & wash zone 1 and 2 alinity I probe tub wash with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues related to the reported event. Labeling was reviewed and was found to address the reported event. Based on the available information, no systemic issue or deficiency was identified for the alinity I processing module, serial number (B)(6) & wash zone 1 and 2 alinity I probe tub wash.